Event description:
A medtronic rep reported, the suretrack black was intermittently tracking while attached to a shaver during a functional endoscopic sinus surgery (fess) case. They were able to use the shaver with the intermittent tracking to complete the case. The rep checked out the array and confirmed that it will only intermittently track. There does not appear to be any damage to the array. They have another suretrak black array that could be tracked w/o issue and used instead. There was no impact on the pt outcome due to this issue.

Manufacturer narrative:
The surgeon declined to provide pt info. Physical damage to the instrument caused the issue. During testing with markers attached and fully seated the suretrak returned an elevated but still usable geometry error around .40mm. The support arm for marker #4 is slightly bent causing the elevated geometry error.